Manufacturer narrative:
Since no sample was received from the customer a complete evaluation of the defective sample was not possible to perform. The DHR has identified that a defective crimping can potentially cause bad electrical connection of the heating wire to the power supply and therefore generate rain out in the circuit. Based on the investigation it is considered that the root cause of process/method error reported is related to the set-up of the crimping equipment, the crimping height can be out of spec. Preventive actions include: qualify crimp quality monitors on crimper machines and re-train personnel on assembly according to manufacture procedure.

Manufacturer narrative:
(B)(4). It has been confirmed by vyaire that the complaint sample is not available for evaluation. Attempts have been made by customer advocacy to gain additional information from the customer and end user regarding the situation reported with the device. If a sample or any additional information becomes available a follow up emdr will be submitted.

Event description:
Customer reported serious condensation issues. The therapists reported that the circuit needed to be emptied every 2 hours or less. The condensate amount caused the tubing to fill up at the droop in the tubing. Issue was observed by clinician. There was not patient impact or harm.